Event description:
It was reported that the pt states that her shoulder began to hurt for no apparent reason. X-rays revealed the glenoid baseplate had pulled off the glenoid and the superior screw was broken.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a.